Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the scalp area and at the site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the full dbs system was removed. The patient was administered oral antibiotics. The patient was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7099889; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100241; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7099681; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7099996; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30357430.